Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a broken charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope had no image and the image chip may be defective. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11. Based on the results of the investigation, it is likely the following led to the malfunction: a broken charged coupled device unit. A root cause could not be identified.

Event description:
It was reported the bronchovideoscope had no image and the image chip may be defective. The issue occurred during inspection for use. There were no reports of patient harm.